Event description:
It was reported that the physician "hit" or "bruised" a nerve in the patient¿s left leg during pump implant. The left leg was numb and tingling down to the toes. Per the reporter, somehow the patient got an infection in her leg. The physician saw the patient four times and she had rounds of antibiotics. Eventually the patient went to the ER to find out that the physician had the patient on the wrong antibiotics. The patient had swelling in her leg. The night before yesterday, the leg swelled up again, the bottom of her leg was the same size as the top. The swelling didn't start until 4 weeks after implant. It was also noted that the pump was sitting on a hip bone, so the physician was planning to image and determine if a revision was needed. The patient still had pain and felt that the pump was beginning to work. The patient has been dealing with chronic pain for the last 5 years. The device system was used to deliver morphine.

Event description:
For further clarification it was reported that the pump had "fell down" and was sitting on the patient's right hip bone.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).